Manufacturer narrative:
The carefusion failure analysis engineer attached microblender to test station and found that the alarm is functioning normally and the o2 settings are within specifications. With unit set to 60 percent o2 each of the gasses were alternately turned off and in each case the alarm functioned normally. Could not duplicate complaint allegation.

Event description:
The customer reported that the blender on this ventilator failed the blender check out. When one of the gasses is off there is no audible alarm.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.